Event description:
It was reported that a magnet rate of 65ppm was observed. The battery status is 2.70v and 4498ohms. No elective replacement indicator (eri) or power on reset (por) messages were observed. It was further reported that the device was explanted and replaced due to elective replacement indicators (eri). No patient complications have been reported as a result of this event.

Event description:
It was reported that a magnet rate of 65ppm was observed. The battery status is 2.70v and 4498ohms. No elective replacement indicator (eri) or power on reset (por) messages were observed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis revealed that the battery depletion was normal.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.